Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), pelvic inflammatory disease ('pelvic inflammatory disease'), salpingitis ('chronic salpingitis'), pelvic pain ('severe and persistent abdominal/pelvic pain'), ovarian cyst ('left ovarian cyst') and adnexa uteri cyst ('small paratubal removal from same side') in an adult female patient who had essure (batch no. 685782) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "use birth control or contraception at any time following your essure placement procedure no". The patient's medical history included multiparous, paratubal cyst, ovarian cyst, salpingitis and urinary tract infection. Concurrent conditions included anxiety, depression and oophoritis. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("tooth decay"), abdominal pain ("severe and persistent abdominal/pelvic pain"), back pain ("back pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), bacterial vaginosis ("recurrent infections such as bacterial vaginosis"), urinary tract infection ("utis,"), vulvovaginal mycotic infection ("yeast infections"), anxiety ("anxiety/aggravated any psychiatric and/or psychological condition"), abdominal distension ("bloating"), depression ("depression/aggravated any psychiatric and/or psychological condition") and allergy to metals ("hypersensitivity reaction to nickel") and was found to have weight increased ("weight gain,"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adnexa uteri cyst (seriousness criterion medically significant) and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with surgery (bilateral salpingectomy, essure removed and drainage, disgnostic and laparaoscopy hysteroscopy) and root canal. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, salpingitis, ovarian cyst, adnexa uteri cyst, allergy to metals and investigation noncompliance outcome was unknown, the pelvic inflammatory disease, dental caries, back pain, alopecia, bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, anxiety, abdominal distension, weight increased and depression had not resolved and the pelvic pain, abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, dental caries, depression, investigation noncompliance, ovarian cyst, pelvic inflammatory disease, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she did not sought medical treatment, if applicable: depression and anxiety, bloating, weight gain diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: results: negative. Diagnostic results: (B)(6) 2009, streptococcus group b culture/ona. Probe: positive human chorionic gonadotropin (hcg), urine test: negative. Concerning injuries reported in this case the following one/ones were described in patient medical records : salpingitis. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pid, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), salpingitis ("chronic salpingitis"), pelvic pain ("severe and persistent abdominal/pelvic pain"), ovarian cyst ("left ovarian cyst") and adnexa uteri cyst ("small paratubal removal from same side") in an adult female patient who had essure (batch no. 685782) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "use birth control or contraception at any time following your essure placement procedure no". The patient's past medical history included multiparous. Concurrent conditions included anxiety, depression and oophoritis. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("tooth decay"), abdominal pain ("severe and persistent abdominal/pelvic pain"), back pain ("back pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), bacterial vaginosis ("recurrent infections such as bacterial vaginosis"), urinary tract infection ("utis,"), vulvovaginal mycotic infection ("yeast infections"), anxiety ("anxiety/aggravated any psychiatric and/or psychological condition"), abdominal distension ("bloating"), weight increased ("weight gain,"), depression ("depression/aggravated any psychiatric and/or psychological condition") and allergy to metals ("hypersensitivity reaction to nickel"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adnexa uteri cyst (seriousness criterion medically significant) and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with surgery (bilateral salpingectomy), surgery (drainage, diagnostic and laparoscopy hysteroscopy) and surgery (drainage, diagnostic and laparoscopy hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, dental caries, back pain, alopecia, bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, anxiety, abdominal distension, weight increased and depression had not resolved, the salpingitis, ovarian cyst, adnexa uteri cyst, allergy to metals and investigation noncompliance outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, dental caries, depression, investigation noncompliance, ovarian cyst, pelvic inflammatory disease, pelvic pain, salpingitis, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she did not sought medical treatment, if applicable: depression and anxiety, bloating, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: negative. (B)(6) 2009, streptococcus group b culture/ona. Probe: positive. Human chorionic gonadotropin (hcg), urine test: negative. Concerning injuries reported in this case the following one/ones were described in patient medical records : salpingitis. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pid, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), pelvic inflammatory disease ('pelvic inflammatory disease'), salpingitis ('chronic salpingitis'), pelvic pain ('severe and persistent abdominal/pelvic pain'), ovarian cyst ('left ovarian cyst') and adnexa uteri cyst ('small paratubal removal from same side') in an adult female patient who had essure (batch no. 685782) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "use birth control or contraception at any time following your essure placement procedure no". The patient's medical history included multiparous. Concurrent conditions included anxiety, depression and oophoritis. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("tooth decay"), abdominal pain ("severe and persistent abdominal/pelvic pain"), back pain ("back pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), bacterial vaginosis ("recurrent infections such as bacterial vaginosis"), urinary tract infection ("utis,"), vulvovaginal mycotic infection ("yeast infections"), anxiety ("anxiety/aggravated any psychiatric and/or psychological condition"), abdominal distension ("bloating"), depression ("depression/aggravated any psychiatric and/or psychological condition") and allergy to metals ("hypersensitivity reaction to nickel") and was found to have weight increased ("weight gain,"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adnexa uteri cyst (seriousness criterion medically significant) and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with surgery (bilateral salpingectomy, essure removed and drainage, diagnostic and laparoscopy hysteroscopy) and root canal. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, salpingitis, ovarian cyst, adnexa uteri cyst, allergy to metals and investigation noncompliance outcome was unknown, the pelvic inflammatory disease, dental caries, back pain, alopecia, bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, anxiety, abdominal distension, weight increased and depression had not resolved and the pelvic pain, abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, dental caries, depression, investigation noncompliance, ovarian cyst, pelvic inflammatory disease, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she did not sought medical treatment, if applicable: depression and anxiety, bloating, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: results: negative. Diagnostic results: (B)(6) 2009, streptococcus group b culture/ona. Probe: positive human chorionic gonadotropin (hcg), urine test: negative. Concerning injuries reported in this case the following one/ones were described in patient medical records : salpingitis. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pid, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: the events ¿perforation¿ was added. Reporter information was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), salpingitis ("chronic salpingitis"), pelvic pain ("severe and persistent abdominal/pelvic pain"), ovarian cyst ("left ovarian cyst") and adnexa uteri cyst ("small paratubal removal from same side") in an adult female patient who had essure (batch no. 685782) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "use birth control or contraception at any time following your essure placement procedure no". The patient's past medical history included multiparous. Concurrent conditions included anxiety, depression and oophoritis. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("tooth decay"), abdominal pain ("severe and persistent abdominal/pelvic pain"), back pain ("back pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), bacterial vaginosis ("recurrent infections such as bacterial vaginosis"), urinary tract infection ("utis,"), vulvovaginal mycotic infection ("yeast infections"), anxiety ("anxiety/aggravated any psychiatric and/or psychological condition"), abdominal distension ("bloating"), weight increased ("weight gain,"), depression ("depression/aggravated any psychiatric and/or psychological condition") and allergy to metals ("hypersensitivity reaction to nickel"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adnexa uteri cyst (seriousness criterion medically significant) and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with surgery (bilateral salpingectomy), surgery (drainage, diagnostic and laparaoscopy hysteroscopy) and surgery (drainage, diagnostic and laparaoscopy hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, dental caries, back pain, alopecia, bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, anxiety, abdominal distension, weight increased and depression had not resolved, the salpingitis, ovarian cyst, adnexa uteri cyst, allergy to metals and investigation noncompliance outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, dental caries, depression, investigation noncompliance, ovarian cyst, pelvic inflammatory disease, pelvic pain, salpingitis, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she did not sought medical treatment, if applicable: depression and anxiety, bloating, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: negative; (B)(6) 2009, streptococcus group b culture/ona. Probe: positive; human chorionic gonadotropin (hcg), urine test: negative. Concerning injuries reported in this case the following one/ones were described in patient medical records : salpingitis concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pid, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event hypersensitivity reaction to nickel, left ovarian cyst and small paratubal removal from same side, depression, weight gain, bloating, use birth control or contraception at any time following your essure placement procedure, severe and persistent abdominal/pelvic pain and back pain, severe cramping, hair loss, tooth decay, recurrent infections such as bacterial vaginosis, utis, yeast infections, pelvic inflammatory disease, bloating, weight gain, and anxiety, she did not undergo an essure confirmation test were added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), pelvic inflammatory disease ('pelvic inflammatory disease'), salpingitis ('chronic salpingitis'), pelvic pain ('severe and persistent abdominal/pelvic pain'), ovarian cyst ('left ovarian cyst') and adnexa uteri cyst ('small paratubal removal from same side') in an adult female patient who had essure (batch no. 685782) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "use birth control or contraception at any time following your essure placement procedure no". The patient's medical history included multiparous. Concurrent conditions included anxiety, depression and oophoritis. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("tooth decay"), abdominal pain ("severe and persistent abdominal/pelvic pain"), back pain ("back pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), bacterial vaginosis ("recurrent infections such as bacterial vaginosis"), urinary tract infection ("utis,"), vulvovaginal mycotic infection ("yeast infections"), anxiety ("anxiety/aggravated any psychiatric and/or psychological condition"), abdominal distension ("bloating"), depression ("depression/aggravated any psychiatric and/or psychological condition") and allergy to metals ("hypersensitivity reaction to nickel") and was found to have weight increased ("weight gain,"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adnexa uteri cyst (seriousness criterion medically significant) and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with surgery (bilateral salpingectomy, essure removed and drainage, disgnostic and laparaoscopy hysteroscopy) and root canal. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, salpingitis, ovarian cyst, adnexa uteri cyst, allergy to metals and investigation noncompliance outcome was unknown, the pelvic inflammatory disease, dental caries, back pain, alopecia, bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, anxiety, abdominal distension, weight increased and depression had not resolved and the pelvic pain, abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, dental caries, depression, investigation noncompliance, ovarian cyst, pelvic inflammatory disease, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she did not sought medical treatment, if applicable: depression and anxiety, bloating, weight gain diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: results: negative. Diagnostic results: (B)(6) 2009, streptococcus group b culture/ona. Probe: positive human chorionic gonadotropin (hcg), urine test: negative. Concerning injuries reported in this case the following one/ones were described in patient medical records : salpingitis. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pid, ovarian cyst . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: the events ¿perforation¿ was added. Reporter information was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.